Event description:
During coiling of basilar apex aneurysm 11mm wide neck incorporating right pca, the first enterprise vrd (B)(4) deployed from right pca into basilar moved upwards requiring a second enterprise vrd (B)(4) telescoping stent into the first once across the neck into the right pca. The movement occurred during deployment and while crossing with microcatheter. It was reported that six hours after the procedure with 2 enterprise vrd's ( first one placed was a 4.5mm x 28 lot 01430399 and the second one was 4.5mm x37 lot 01430405), the patient sustained a stroke related to thrombosis of the right pca that occluded a thalamoperforator. During the event, the stents were patent to antegrade flow, but the thrombus was on the superior aspect of the pca streaking across the origin of the thalamoperforator. Ultimately the patient recovered well from her stroke. Additionally, one day post-procedure a large groin hematoma developed leading to shock that required resuscitation and treatment with vasopressors and blood transfusion, consequently this lead to prolonged hospitalization and disability. The patient was discharged to a sub acute rehabilitation, however died recently secondary to heart failure. The thalamoperforator stroke is a potential known complication. The two overlapping stents in the right pca increased the likelihood of this happened but given the clinical situation was not avoidable. The severity of the shock related to groin hematoma was unanticipated but not device related.

Manufacturer narrative:
During coiling of basilar apex aneurysm 11 mm wide neck incorporating right pca, the first enterprise vrd ((B)(4)) deployed from right pca into basilar moved upwards requiring a second enterprise vrd ((B)(4)) telescoping stent into the first once across the neck into the right pca. The movement occurred during deployment and while crossing with microcatheter. It was reported that six hours after the procedure, the patient sustained a stroke related to thrombosis of the right pca that occluded a thalamoperforator. During the event, the stents were patent to antegrade flow, but the thrombus was on the superior aspect of the pca streaking across the origin of the thalamoperforator. Ultimately the patient recovered well from her stroke. It was reported that the thalamoperforator stroke is a potential known complication. The two overlapping stents in the right pca increased the likelihood of this happened but given the clinical situation was not avoidable. The patient's baseline medical history included pe, copd, and dvt. Medications given consisted of aspirin 325 mg/d and plavix 75 mg/d started 7 days prior to procedure. The target site was basilar apex aneurysm with an 11mm wide neck incorporating right pca. Intraprocedurally the patient was given heparin for goal act of 250-350 seconds. There was no thrombus noted prior to or after placement of the stents during the index procedure. The patient was placed on a heparin drip after development of the thrombus which noted six hours post procedure. The devices remain implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01430405. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration/movement is a known potential adverse event as outlined in the instructions for use. Factors that may contribute to stent movement include vessel characteristics that effect the capacity of the flared distal segment of the enterprise to engage the parent artery, use in vessels whose diameter does not fall within the defined range, and stent placement that does not result in extension of the stent 5 mm or more beyond the aneurysm neck as outlined in the instructions for use. The IFU also warns that a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Although based on the available information a definitive conclusion cannot be made regarding the possible impact of these factors, these along with the reported device interaction may have contributed to the event. Thrombosis and stroke are known potential adverse events. The patient¿s significant medical history including pulmonary emboli, and deep vein thrombosis may have contributed to these events as well as procedural factors leading to the placement of an overlapping stent to cover the aneurysm. The performance and safety of two or more overlapped stents has not been established. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00259 and 1058196-2012-00260.

Manufacturer narrative:
During the procedure the following devices were utilized penumbra coil and px 400 microcatheter, sl 10 microcatheter and target coils. The act of 250-350seconds and was maintained throughout the coiling case. After she developed thrombus she was placed on a heparin drip which contributed to the groin hematoma. The patient has a history of pe, copd, and dvt. Medications given consisted of aspirin 325 mg/d and plavix 75mg/d started 7 days prior to procedure. Intraprocedurally the patient was given heparin for goal act of 250-350 seconds. The target site was basilar apex aneurysm with an 11mm wide neck incorporating right pca. Ultimately the patient recovered well from her stroke. The thalamoperforator stroke is a potential known complication. The two overlapping stents in the right pca increased the likelihood of this happened but given the clinical situation was not avoidable. Penumbra coil and px 400 & sl 10 microcatheter, and coils. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00259 and 1058196-2012-00260.